Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine turned off and would not power back on. There was no patient involvement. There was no indication of patient harm or adverse event. A fresenius (B)(4) technician was scheduled to service the reported machine. Upon inspection, the technician confirmed the event and found that the 5.3a fuses were open (blown) in the power source, the switch rocker had a color which made it appear as if it was burned. The technician replaced the damaged pieces and reestablished the equipment. The equipment was left ready for use. No sample available. This report was received from fresenius (B)(4).